Event description:
It was reported that the lead would not go into the second channel. The device was not implanted. Another implantable neurostimulator (ins) was used and it worked. There were no patient symptoms associated with the event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay. A known good lead was fully inserted into both ports of the ins.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.